Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A hi-torque versaturn guide wire was advanced to the lesion without issue. Pre-dilatation was performed with an unspecified balloon. When advancing and removing the balloon, resistance was met with the guide wire. Then an unspecified drug-eluting stent was advanced over the guide wire, but became stuck on the guide wire. All devices were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned guide wire and the reported difficulty to advance/position and difficult to remove from the sds were confirmed. The reported difficulty to advance/position from the bdc and remove were unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and difficulty to remove from the non-abbott balloon catheter and sds appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na